Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text: device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer overfilled cartridge, tandem technical supported educated the customer that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose level.